Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a powerfit proximal extension. The patient came in emergently with symptoms and a possible type 3a endoleak. An angiogram showed less then a 15 mm overlap and a hematoma outside the aneurysm sac, a visible endoleak was not observed. The physician elected to implant two suprarenal aortic extensions to resolve the issue. The procedure was completed and the patient was scheduled to be release two days post secondary procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical evaluations was able to confirm patient's urgent presentation of a retroperitoneal hematoma with a type 3a endoleak (with component separation), and the secondary procedure performed on (B)(6) 2018. In addition, patient had a proximal cuff migration (20mm), and sac growth (will be reported in a separate report). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal in the mid aortic area was the aortic remodeling. It could not be determined whether the aortic neck growth caused the stent migration or vice versa. Notably, neither type 1a or 3a endoleak could be observed angiographically. However, the original cuff was observed outside of the main body (complete implant separation); most likely this is the reason for the rupture. There were no procedure related harms identified. The patient was discharged on post operative day three in stable condition. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: device code: remove code: 3026.